Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the issue occurred on (B)(6) 2025. It was stated that session reports have been provided, however, the rep would ask the customer to send the logs. The device was not returned as they did not have a spare so were waiting for a replacement.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2,000.0 mcg/ml at a dose rate of 194.3 mcg/day via an implantable pump as of (B)(6) 2025. It was reported that the patient attended a clinic for a refill of their pump. The plan was to change the concentration of baclofen and daily dose. The concentration of baclofen was initially 1,000 mcg/ml and was changed to 2,000.0 mcg/ml hence the reason for a bridge bolus. The baclofen dose rate was increased from 168.9 mcg/day to 194.3 mcg/day. A clinician programmer tablet was used when the bridge bolus was programmed. The clinician programmer software version was unknown. The healthcare provider further reported that the drug increase was showing as 0% change and they did not see the normal bridge bolus page with the pump or catheter animation, and a page screen was displayed that they had never seen before. As it showed a 0% change, the healthcare provider went back into the infusion and increased the daily dose by another 25 mcg to account for the change they planned to make and programmed the bridge bolus as normal. After, the healthcare provider realized this daily dose increase was not correct they immediately called the manufacturer's technical services, who walked them through cancelling the bridge bolus. The infusion was updated / reprogrammed to the correct dose and the patient was given oral baclofen. It was indicated that it was unknown what had caused the issue. It was further indicated that with the company representative, they attempted to recreate the situation in demo mode via a clinician programmer and the healthcare provider stated the animation page on the bolus screen did not show in the initial instance, and the dose increased showed as 0% which was incorrect even though the healthcare provider stated they selected "pending dose" for bridge. The issue was resolved as of 2025-aug-07. The patient was without injury regarding their status as of (B)(6) 2025. The clinician programmer was replaced. The clinician programmer was to be returned to the manufacturer. The patient's medical history and age were unknown or would not be made available.